Manufacturer narrative:
No patient injury was found in investigations. No failure found, with continued use device at hospital. The xtr telemetry system recognized five pause events and an episode of bradycardia then generated several medium and high priority alarms. Pause alarms are configured as medium priority at this facility, the last pause event of the sequence was not displayed because the central monitor there was a high priority ECG alarm active when the event occurred. Device was in use when field service engineer went onsite and was not able to test the device. This report is complete, and this particular issue is considered closed.

Event description:
Spacelabs received a report on december 18th, 2020 monitor tech reports failure to alarm for 1 telemetry patient. No injury report do to event.